Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Updated upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the stem.the initial report was forwarded in error and should be voided.

Manufacturer narrative:
No stem or photos of the device were received; therefore the condition of the stem is unknown. The femoral head was returned for investigation. Device history record review identified no deviations or anomalies in the manufacturing process for the reported devices. The reported devices are used for treatment. The devices were used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part and lot combinations of the reported head and stem. With the information provided a specific cause for the taper corrosion could not be determined with certainty. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined.

Manufacturer narrative:
The following could not be completed with the limited information provided. Unique identifier (UDI) # - ni. Concomitant medical product: xlpe 0 degree poly liner 58x40, shell porous with cluster holes 58 mm o.d.

Event description:
Patient was revised approximately 4 years post-implantation due to pain, swelling, fluid in the joint, and elevated metal ion levels.